Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the label was missing. There was no report of patient impact. The following information was provided by the initial reporter: also, they recently received in product from mckesson the other day that was not even labeled properly.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that top web graphics and all applicable information were missing from three sealed packages. Potential root cause for the missing print defect is associated with the packaging process. A device history record review was completed for provided lot number 1239306. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the label was missing. There was no report of patient impact. The following information was provided by the initial reporter: also, they recently received in product from mckesson the other day that was not even labeled properly.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.